Manufacturer narrative:
The lead has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This report is being filed to correct the b2: outcomes attrib to adv event

Event description:
This left ventricular (lv) lead exhibited high pacing threshold measurements. As the lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. As the lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.